Event description:
Procedure: donor nephrectomy. According to the reporter: after firing the stapler on the renal artery, it was impossible to release it. The instrument was cut off with help of an endoscopic clip applier and an endoscopic 5mm electrosurgical sealer/divider. The case was delayed approximately 15 minutes. They report that there was less space left to complete the donor operation but "it worked out fine."